Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio examined the removed main keypad assembly and determined that the cause of the reported issue was that the energy up button was electrically shorted. This prevented the device from being able to charge and shock. There was no external damage to the assembly observed.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when trying to change the energy level (amount of joules) on their device that the unit would beep and keep raising the energy to maximum levels on its own. Defibrillation was not possible as a result of the reported issue. The only way to stop the reported issue was to power the device off. There was no patient use associated with the reported event.